Event description:
It was reported by the customer that the pyxis medstation es system user encountered a login issue, receiving the message "error: unable to authenticate" while attempting to process a medication order. A customer has indicated that the user experienced delays due to the necessity of logging in multiple times before the device permitted access. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that station particular user is experiencing difficulties with the login process, encountering an error message stating 'unable to authenticate. A technical support specialist verified that the field service engineer resolved the issue. The system functioned as intended after field service engineer troubleshooted the device.